Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were on disconnection mode and messages was not crossing. A technical support specialist identified that the issue was caused by an unexpected server shutdown, which impacted multiple services. Structured query language server, structured query language server agent, data synchronization service, job scheduler service, and mobile dock service were found to be stopped and additional microsoft structured query language job agent backups dependent on the structured query language server service were also stopped and rebooted. All required services and backups were thoroughly reviewed and validated to ensure they were running as required. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnect mode and no messages were crossing to pyxis. However, there were no delays or adverse events or injuries reported based on this event.